Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Since the returned catheter was returned inadvertently, the catheter is unable to be traced back to any complaint, customer or event. As such, the event date is unknown, event description is unknown and the account details are unknown. If additional information is provided at a later time, a 3500a supplemental MDR will be reported. (B)(4).

Event description:
The biosense webster inc¿s (bwi) failure analysis lab (fal) received a used thermocool® smart touch® sf bi-directional navigation catheter which was not related to any previously reported complaint. Upon receipt, initial visual analysis performed by the fal identified, ¿red residue inside clear pebax with ring # 1 lifted with sharp edges.¿ this physical damage of ¿sharp edges¿ has been assessed as an MDR reportable malfunction. Upon follow up with the bwi international affiliate, the affiliate clarified they returned the catheter incorrectly and it did not belong to any complaint. As such, bwi open a new complaint to document the returned device evaluation and investigation details. No reports of harm or injury have been reported as related to this device.

Manufacturer narrative:
On (B)(6) 2018 additional information was received indicating the catheter was collected from the customer (B)(6). As such, pertinent fields in section. Initial reporter have been populated. Additionally, on (B)(6) 2018, DHR review was completed. The device history record (DHR) for the lot number 30015688l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. The analysis continues to be ongoing. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
The biosense webster inc¿s (bwi) failure analysis lab (fal) received a used thermocool® smart touch® sf bi-directional navigation catheter which was not related to any previously reported complaint which was returned with a reportable finding. The investigational analysis has been completed. The device was inspected, and red residue was found inside the clear pebax and sharp edge was observed on the ring # 1. Then, electrical test was performed, and the catheter failed, no electrical readings were observed on ring # 1. A failure analysis was performed, and the catheter was dissected on the tip area, the electrical wire was found broken causing the improper electrical signal. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested, and it was working properly, the force values were observed within specifications. Then, a coolflow pump test was performed and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. Deflection test was performed, and the catheter failed. A failure analysis was performed, and the catheter was dissected on the handle area and the puller wire was found detached from the brass ferrule causing the deflection issue. Additionally, a scanning electron microscope (sem) testing was performed on 10/18/2018 on the damaged area and the results showed evidence of mechanical damage, stress marks, scratches and a hole on the surface of the pebax, showed mechanical damage and a sharp ring. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The hole in the pebax is a new additional MDR reportable finding. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The root cause of the damage on the tip cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref. No:(B)(4).